Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and there was no sound omitting from the device. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom received additional information regarding an adverse event that occurred on (B)(6) 2016. At approximately 7:00am, the patient had a missed low because the receiver did not beep. The patient's son woke up and found the patient was unresponsive. The patient's son checked the receiver, saw that it was reading "low" and did a finger stick reading which showed that the patient's blood glucose (bg) level was 31mg/dl. The patient's son gave her glucose tablets and tried to get a response from the patient for over 20 minutes, but her blood sugar did not rise. The patient's son called 911. At the time of contact, it was unknown what treatment the paramedics provide, however, the patient was reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver did not produce audio output on (B)(6) 2016. The patient indicated that medical intervention was required but did not provide any details. Additionally, the patient tested the receiver and it did not beep. No further event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5064461.